Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and regreased the high voltage connectors and adjusted the camera iris. System operates as intended. This MDR is related to ge healthcare complaint.